Event description:
It was reported that the surgeon inserted an aa4203tf silicone plate lens with a toric optic and the lens was torn during insertion. The lens was removed and another lens was implanted without any patient injury.